Event description:
Per health care professional pt first developed peritonitis on 6/29/97. Per health care professional peritonitis was not related to baxter products. Pt was treated with outpatient antibiotics. On 7/3/97 pt noted "cat bite marks" on pt line of home choice cassette tubing. Pt was again treated with antibiotics on 7/8/97. Pt's pd catheter was removed due to persistent and unresolved peritionitis. Pt is now on hemodialysis. Per health care professional, peritionitis was resolved as of 8/21/97.